Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Material # 328440. Material description - syringe 0.3ml 31ga 8mm halfunit 10bg 500. Material lot# - not given by customer. Complaint description ¿ there are maybe 2 usable syringes out of every bag. The marking lines on the syringes are crooked (sideways) and/or first marking line starts down 1/2 unit from the top. This makes it unreliable and I have to eyeball it and guess how much insulin to draw. Obviously, this is not a good way to administer insulin. Notes - attached the pdf provided by customer for further reference.